Event description:
Same case as MFR#6000089-2005-00008 and MFR#6000089-2005-00009. It is reported that 181 days after a drug eluting stenting treatment procedure the pt's cardiac enzymes met criteria for a myocardial infarction. The pt was enrolled into the arrive protocol in 2004. Target lesion 1 was located in the proximal lad with 75% stenosis and was 30mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with predilatation and overlapping 2.5x12mm and 2.5x24mm taxus stents with 0% residual stenosis. Target lesion 2 was located in the distal cx with 95% stenosis and was 5mm long with a reference vessel diameter of 2.5mm. Target lesion 2 was treated with predilatation and a 2.5x12mm taxus stent, with 0% residual stenosis. The pt was discharged two days later on asa and plavix therapy. About six months later, pt was admitted to non-enrolling hospital with exertional substernal chest pain radiating to the left arm, associated with shortness of breath and nausea. Cardiac enzymes were noted to be elevated consistent with guideline definition of an mi. Pt was subsequently transferred to enrolling hospital for further evaluation and management. Coronary angiography aug 2004 revealed lvef 45% with a large area of anteroapical akinesia/dyskinesia, lmca - normal, lad - occlusion at the origin of two stents in the proximal segment lcx - widely patent stent mid segment rca - 50%-60% mid stenosis. No coronary intervention was performed at this time medical management continued, and the pt was discharged aug 2004. In the opinion of the physician, the relationship of the event to the taxus stent is "unknown".